Manufacturer narrative:
Sorin group (B)(4) manufactures the siii alarm amplifier. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report of the pressure intermittently triggering the siii alarm, causing the pumps the alarm was linked with to stop during a procedure. There was no report of pt injury.